Event description:
Pt just received a replacement pump sn (B)(4) (05/28/2019) that will not go to the continuous rate screen. Batteries were put in as soon as she received the pump. Pump is being replaced. No disruption in medication. A return box will be sent. Reported by pt: the reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We did replace the device. Dose or amount: 47 nkm, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2017 to ongoing. Reason for use: pah.